Event description:
When doing a function check, the tech found the nurse call wouldn't work and there was no sound coming out of the bed.

Manufacturer narrative:
The tech replaced the sidecom board first and the sound was working fine, but the hand pendant wouldn't work. The tech found the pendant needed a cable. The tech replaced the cable to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.